Event description:
The customer alleged a questionable result for one patient sample tested for creatinine jaffe gen.2 (crea). The initial crea was 1.78 mg/dl and was reported outside the laboratory. The physician complained about the result, so the laboratory repeated the test twice with results of 1.01 and 1.03 mg/dl. The customer also tested another sample collected at the same time with results of 0.93 and 1.03 mg/dl. Both 0.93 and 1.03 mg/dl were then reported outside the laboratory. The patient was not harmed by any action taken. The lot number of the crea reagent was 675264; the expiration date was asked for, but not provided. The field service representative visited the customer on 06/14/2013. He found the daily maintenance had not been performed, so he performed it three times. He also performed a comparison between the c311 analyzer and a c501 analyzer and found the c311 acceptable for use.

Manufacturer narrative:
It was determined the customer did not process the sample tube per the manufacturer's instructions. Additional information was requested but not provided for further investigation. A definitive root cause could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).